Event description:
The customer reported the system intermittently failed to allow fluoroscopic exposures and exhibited intermittent functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The systems interface pcb was evaluated and replaced. The system was tested and found to be working as intended and returned to service.